Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-11267. It was reported that the patient's pns leads began to erode through the patient's skin. As a result, the patient's leads were explanted. This report is in reference to a device being used for off-label use.

Manufacturer narrative:
Date of explant was inadvertently omitted from the initial filing.